Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading a cartridge onto the pump an unidentified alert/alarm occurred. Tandem technical support reviewed pump history with customer and the alert/alarm could not be verified. There was no reported impact to customer's blood glucose. Customer loaded a cartridge and insulin delivery was resumed.